Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Was any medical/surgical intervention required for this suture event, other than the dexamethasone ointment? If yes, please include dates and results. After the suture was routinely removed, did the patient¿s symptoms resolve? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent debridement and suture due to hand trauma and the wound was sewed with suture. Post-op, the patient experienced inflammation. The patient found that the suture was red and swollen on the second day after surgery, and the patient said that it was itchy. The patient was treated with dexamethasone ointment until the suture was removed. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/2/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect clinical code. Additional information was requested and the following was obtained: what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? The surgery is an open debridement and suture operation for hand trauma. Was any medical/surgical intervention required for this suture event, other than the dexamethasone ointment? If yes, please include dates and results. Confirm that the patient has been discharged from the hospital and no other intervention is required except dexamethasone ointment. After the suture was routinely removed, did the patient¿s symptoms resolve? After the removal of the suture, the original symptoms have been relieved. The hospital judges that the patient is allergic to the suture, and the patient has recovered. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?